Event description:
The patient was in the ER (emergency room) with symptoms of baclofen withdrawal. The patient had an elevated temperature, was acutely agitated, and had signs of rhabdomyolysis. The device system was delivering lioresal. On (B)(6) 2015, it was reported that the pump was interrogated on (B)(6) 2014 and there were no issues or alarms noted on the pump and the volume in the pump was appropriate. The hospital that the patient was at was not equipped to handle a pump case, so the patient was transferred to another hospital where the patient¿s implanting physician worked. The implanting physician was going to do some x-rays and investigate if there was a catheter issue. He was going to call this reporter if anything was determined and this reporter never heard from him. The patient was discharged from the hospital. This reporter assumed that the symptoms were able to be connected to another medical issue, possibly related to the fall the patient had the day prior to going to the ER. The interventions and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l46106, implanted: (B)(6) 1997, product type catheter. (B)(4).